Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. The leak was visually observed around the arterial end cap. Estimated blood loss was 300cc's. Sample is not available: sample was discarded.

Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.